Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored and no missing segments or partial display noted during testing. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that from top to bottom there is lighter grey in center and there is line on other part of screen. The blood glucose was unknown. Customer doesn't have sensor active now but then noticed grey was over the screen. Customer stated that blood glucose was irrelevant. The customer stated that insulin pump had partial display. The customer advised customer the pump will need to be replaced. The customer advised to discontinue use of the pump. The customer advised customer to revert to back up plan per health care professional instruction. The device will be returned for the analysis.